Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test and prime test; however, the unit was received stuck in the motor error alarm loop during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. One of the alarms reported could not be confirmed due to an erased history file. No other error alarm was noted. The insulin pump was received with a minor scratched display window. The unit was received with a cracked case at the display window corner. The unit was received with cracked battery tube threads. The insulin pump was received with a cracked reservoir tube lip. The insulin pump was received with a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 11.1 mmol/l. The caller observed 2 alarms in the alarm history as well, one of which indicated that the motor position encoder experienced an error. The insulin pump passed the displacement test. Advised replacement of the insulin pump. Nothing further reported.